Manufacturer narrative:
(B)(4). A batch review could not be completed as the lot number is unknown. The device has been reported to be available for evaluation. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional relevant information becomes available.

Event description:
It was reported that a secondary medication set had dark brown sediment/staining within the tubing. The product packaging was not opened when this was observed; therefore, there was no patient involvement. No additional information is available.